Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/1/2022, it was reported by a sales representative via email that an ar-8990st dx fibertak anchor was inserter but surgeon felt it was not seating correctly so the anchor was removed at which point it was noticed that the fork like inserter tip had broken in the bone hole. This was discovered during a bostrom ankle procedure on (B)(6) 2022.